Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that during an ins replacement high impedances were discovered when the new ins and adaptor were placed. All electrode 3 configurations were about 6000 ohms. Pre-operative impedances were normal. The pocket adapter was changed, but the electrode 3 and therapy impedances were still high. Impedances were within normal range when the ins was replaced. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
Incorrect serial number originally reported. Serial number has been updated. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed no anomalies. If information is provided in the future, a supplemental report will be issued.